Event description:
The pt is pursuing a product liability claim. It was reported that an unk winterthur hip was implanted on (B)(6) 2008. The pt is being monitored. Blood tests are performed every three months to check for the presence of chromium cobalt.

Manufacturer narrative:
The MFR did not receive devices, x rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available an updated report will be submitted. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).